Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine post-implant wound check with the implantable cardiac monitor protruding from the incision site. The device was explanted, and the patient was discharged in stable condition.